Event description:
Machine check had been completed prior to surgery without incident. Patient was induced and placed on the ventilator. Surgery proceeded as usual. An error message displayed on ventilator "absorber incorrectly mounted". Crna (certified registered nurse anesthetist) was unable to adequately ventilate patient using ventilator once error code displayed and switched to hand-ventilation. Absorber was adjusted without resolution of error message. Machine was then restarted, and error code did not display.